Event description:
It was reported that during a navigation procedure at the user facility the device was broken during a case. If the device breaks during a procedure there is a risk of infection. There was no known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation procedure at the user facility the device was broken during a case. If the device breaks during a procedure there is a risk of infection. There was no known patient involvement or procedural delays were reported with this event.